Manufacturer narrative:
The customer reported complaint of the thermogard console (sn (B)(6)) displaying a tcmid:05 (coolant diff failure) error message was confirmed based on the event log review but was not confirmed during the functional testing. The investigation determined that the root cause of the intermittent tcmid:05 error message was the failed lm34 a/b temperature sensor, likely attributed to a failed component. During a visual inspection of the thermogard console, unrelated to the reported complaint, noticed that the casters were loose. The root cause of this observed issue could be due to user mishandling. During further visual inspection, it was noted that the white rollers were worn, likely attributed to normal use of the device. All damaged parts need to be replaced to address observed issues. The event log review indicated four tcmid:05 errors on and around the reported event date, thus, confirming the reported complaint. In addition, unrelated to the reported complaint, the event log showed four tcmid:07 (coolant temp high) errors around the reported event date. The thermogard xp ivtm system passed the preliminary functional testing followed by the burn-in test without any issues. The customer reported tcmid:05, and the observed tcmid:07 in the event log was not reproduced during the functional testing. However, further testing of the thermogard system revealed a possibly degraded lm34 a/b temperature sensor as the root cause for the intermittent tcmid:05 and tcmid:07 errors. The lm34 a/b temperature sensor needs to be replaced to remedy the faults. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Event description:
During ivtm therapy, the thermogard console (sn (B)(4)) displayed a tcmid:05 (coolant diff failure) error message. Treatment was discontinued due to poor patient condition. Per the reporter, the patient expired at a later time, not due to the thermogard console treatment.

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.